Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was on disconnected mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) remotely accessed the station and confirmed that it was not in 'disconnect mode' and successfully pinged the server. The tss logged into the med es app server and reviewed synchronization information and logs. During this process, a domain name system (dns) error was identified. The tss then performed a system reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.